Event description:
It was initially reported that when updating the programmer with software error was displayed. There was no patient involvement. In addition, the floppy disk drive occasionally does not recognize a disk (no green light). The handle and back flap also need repair. The programmer was returned to the manufacturer, analyzed, tested out of specification, and is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment regarding the error and handle. Analysis also found not fault with the floppy drive, but did find that the programmer antenna wire insulation was damaged.